Event description:
The patient reported infusion set cannula was bent which then led to emergency room (ER) and was subsequently hospitalized and admitted to intensive care unit (ICU) reported high blood glucose levels of 457 mg/dl and healthcare professional (hcp) informed permanent damage to the patient was atrial flutter which was treated with IV and fluids of saline on (B)(6) 2026. The symptoms were observed within three or more hours after insertion, and it has been in use for 2-3 days.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.